Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported that the pt experienced left sided pain that is brand new. He states that when he turns the stimulation off the pain is not as bad. The pt is also getting inadequate stimulation. The level in the legs is too strong and it is not strong enough in the lower back. He also states that when he tries to charge, he has to push really hard to get the charger to communicate with the ipg. The pt's ipg is tilted at the pocket site. He was albe to place the charging antenna over the ipg consistent with the ipg's angle and was able to charge. An sjm rep tried to reprogram the pt to give him adequate stimulation but was unsuccessful. No further info is available at this time.